Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that she had to call ems last week due to a high blood glucose levels (bg). The patient stated it was not a good time to provide details and to call her back. We have attempted to contact the patient multiple times. If new information becomes available we will send a supplemental report.